Event description:
The pt fell sometime after having a two level anterior cervical fusion procedure. F/u with the surgeon revealed that the retaining springs had fractured and some of the cervical screws that hold the plate backed out. Pt was revised on (B)(6) 2013.

Manufacturer narrative:
Device history record was reviewed and product was manufactured to pioneer surgical's specs. Devices that were returned were inspected but based on the condition of the device, no device root cause could be determined. Pioneer surgical addresses the risk in this occurrence through the pt instruction section of the labeling that is provided with each device "a bone and will fracture if excessive demands are placed on it in the absence of complete bone healing". Since the pt experienced the issues after a fall it is likely that the fall caused the screw locking mechanism in the plate to fracture and the screw to back out.